Event description:
It was reported that during a mildly tortuous, mildly calcified, mid, left anterior descending artery stenting procedure, after pre-dilatation, a xience v stent delivery system (sds) was advanced without difficulty to the lesion. Reportedly, there was resistance felt with the inflation of the xience v balloon for the stent deployment and although the indeflator registered the maximum atmospheres, the balloon did not appear to inflate. There was no balloon leak or no blood return noted. The xience v stent was deployed to the lesion, but upon removal of the sds, the xience v stent was not fully apposed to the vessel wall. A nc trek 2.5 x 8mm balloon dilatation catheter was advanced and post dilated the stent to fully appose the xience v stent to the vessel wall. The procedure was complete. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The inflation issue was confirmed. A pinhole in the balloon was noted. The scanning electron microscopy (sem) analysis revealed that the balloon failure may be attributed to mechanical damage to the outer surface of the balloon. A review of the electronic lot history record (elhr) for the reported lot revealed no nonconforming material records (ncmrs) that would have contributed to the reported complaint. A query of the complaint handling database for the reported lot revealed no other similar incidents. Based on the information reviewed for this lot, it was determined that the difficulty with inflation due to the pinhole was associated with the operational context of the case and not due to a product deficiency. This type of reported event will continue to be monitored per local quality system procedures.